Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a taxus express2 3.5x20mm drug eluting stent to the 85% stenosed lesion located in the severely calcified, moderately tortuous mid left anterior descending (lad) artery, but was unable to cross the lesion. The lesion was pre-dilated with a maverick 2.5mm balloon. Upon removal of the device from the body, the stent came off in the touhy. The procedure was completed with angioplasty. Another stent was not placed. No patient complications were reported. Patient condition post procedure is noted as fine.

Manufacturer narrative:
.